Event description:
Received a call from md with report that during infusion of mycomine dose, the pt's wife reported hearing a "loud pop" and the pt collapsed and died. Autopsy results revealed a massive air embolism.